Event description:
The complaint is an insulin dependent diabetic. They state that their glucometer elite xl is giving low and high results. An initial example was that family member's meter (type unknown) gave a result of 130 mg/dl while the elite gave a result of 499 mg/dl. The customer stated that on date of event a fasting blood sugar was 394 mg/dl. Insulin was increased by their physician. The next day a fasting sugar was 404 mg/dl. At noon it was 280mg/dl. Pt had an insulin reaction and was given sugar. The following day, pt visited their physician and had an insulin reaction in the "parking lot". Their physician gave pt sugar and pt was ok. Later that afternoon they had another insulin attack. Their blood sugar was 229 mg/dl while the paramedics result was 39 mg/dl. The time difference between results was approx 6 minutes. While on the phone an attempt to review the operation of the system was made. The customer did not have a check strip and only had an expired control solution. In addition, the customer provided a listing of all medications taken. A request was made to return the system for eval. In the meantime a replacement unit was provided.